Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed aneurysm sac growth and a potential type 3b endoleak. On (B)(6) 2017 the physician elected to implant an additional bifurcated stent to reline the initial device and seal the endoleak. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received the following were confirmed; sac growth, endoleak type iiib of the main body stent, and evar reline. Additionally there was evidence to reasonably support the following observation(s); multiple ventricular tachycardia event treated by automatic aicd and an antiarrhythmic. The manufacturing lot evaluation confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%.